Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the up and down arrow buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/11/2013: the device was returned to animas and evaluated by product analysis on 06/12/2013 with the following results: confirmed ¿contrast¿ keypad¿s button responded intermittently, the keypad rubber was undamaged, the keypad was removed from the base, contamination was found to all key contacts. Unrelated to complaint, the pump boots up and displays ¿verify¿ screen. The display is observed to be dim. Pump was opened and a test display screen was mounted, the pump was able to power up with a fully illuminated and colored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.